Manufacturer narrative:
The review of the DHR (lot 580i140609a) indicated that the device lot met all established performance criteria prior to shipment. No patient injury reported. The device has not been investigated as of this report.

Event description:
Procedure finished and access site angiogram taken. Vascade closure device placed through sheath and disc opened. "Light pressure" was applied to the device to achieve temporary hemostasis and the device pulled through the arteriotomy. Manual compression was applied and hemostasis was achieved. No injury to patient. Upon inspection, the outer sleeve had separated from the inner sleeve. The outer sleeve remained on the device.